Event description:
Customer reported that after changing the cartridge, the system became stuck in a loop, preventing further progress without repeatedly changing the cartridge, which caused delays in therapy and wasted insulin. There was no adverse impact to the customer¿s blood glucose level. Customer resorted to backup therapy, such as multiple daily injections (mdi), and declined further troubleshooting.